Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. A supplemental report was submitted to update b5.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported a that a 25mm pericardial mitral valve, implanted for 3 years and 9 months, was disabled via a valve in valve procedure due to stenosis. A 26mm transcatheter valve was implanted successfully. The patient was reported to have been discharged without issue. There was no allegation of device malfunction/failure.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 25mm pericardial mitral valve for 3 years 7 months, is being considered for a valve in valve procedure due to stenosis. The patient has not been scheduled for a secondary procedure. The current patient status is unknown. No allegation of device malfunction/failure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.